Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: hi (greater than 600 mg/dl), 126 mg/dl, 195 mg/dl, and 97 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The target lesion was located in an unspecified coronary artery. An unspecified stent was deployed in the lesion. The 20mm x 4.0mm quantum maverick balloon catheter was advanced for post dilation of the stent. At an unspecified time during the procedure the 'balloon snapped whilst in the guide on the wire'. The device was able to be removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as 'good'.